Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 194 mg/dl and 91 mg/dl using two different accu-chek instant meters, the patient's and the health care professional's meter.